Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported her insulin pump was alarming with no delivery and while priming, the piston touched the reservoir and a popping sound was heard. Customer's blood glucose was 140 mg/dl. The customer stated the no delivery alarm was resolved by a reservoir change. Customer was unable to perform troubleshooting. The reservoir may have been occluded. Customer declined to return the product for analysis.